Event description:
It was reported that the coating was compromised. A 6f guidezilla ii was selected for use. During unpacking, it was noted that the z-glide coating was compromised. The device was not used and replaced with another of the same device. There were no patient complications, and the patient condition was good.